Manufacturer narrative:
Cuff pressure controller board was replaced.

Event description:
Hamilton medical ag received the following incident description: cuff pressure controller board defect.

Manufacturer narrative:
Cuff pressure controller board was replaced. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective cuff pressure controller board. In consequence (correction) the cuff pressure controller board was replaced. There was no patient or user harm. This device was produced before 2015. No UDI available.

Event description:
Hamilton medical ag received the following incident description: cuff pressure controller board defect.